Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the side keys of the footswitch did not work during the procedure. The doctor used the functions directly on the screen to complete the case. There was no harm to the pt.